Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the buttons on the insulin pump became unresponsive when trying to treat for high blood glucose. The blood glucose reading was 284 mg/dl. Customer stated that the insulin pump had not been exposed to moisture. She reported that she changed the battery and then received a button error alarm. Customer declined troubleshooting for the button error alarm.